Event description:
It was reported that during a ptca procedure, the guide wire became stuck inside another company's balloon catheter. There was some damage reported to the guide wire tip. No patient injury was reported.